Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch, under-sensing and loss of capture. It was also reported that the right atrial (ra) lead exhibited inappropriate pacing during atrial fibrillation (af) episodes and the atrial blanking period. The rv lead remains in use. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.